Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit the field service engineer (fse) could replicate and confirm reported issue. Field service engineer (fse) checked the eye tracker, made adjustments to the infra red (ir) eye tracker and successfully completed system verification to specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the equipment was having difficulty using the eye tracker to capture the patient's pupil during surgery.